Manufacturer narrative:
No blank display noted. Unit had constant motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker. Unit had moisture damage on electronic assembly.

Event description:
Customer reported a blank display. The customer's blood glucose was 123 mg/dl. The customer was advised of the causes of a blank display. The customer also reported that his insulin pump may have been exposed to moisture. Troubleshooting could not retrieve the display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.